Event description:
Patient received fluorouracil civi via dosi-fuser elastomeric pump. Infusion designed to last 46 hours. Patient reported pump empty at 24 hours and rn documented it empty at 30 hrs. Patient experienced severe n and v with 7# weight loss. Dose or amount: 4800mg/46hrs; frequency: q 14 days; route: civi. Dates of use: (B)(6) 2015. Diagnosis or reason for use: colon ca. Event abated after use stopped or dose reduced: yes.